Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. 3 complaints for the reported issue for lot 154049 were identified and no adverse trend for lots 154048, 001306 and 001338. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. The information you provided has been documented and will continue to be monitored for future trends. Root cause: cnd w/ retains. Source: phone (B)(6).

Event description:
Qv sars otc reported fp x2 versus binax and flow flex, blood on swab -- tss reviewed pi this is one of two reports.